Event description:
It was reported that this right ventricular (rv) lead exhibited episodes of oversensing of noise and high out of range pace impedance measurements. It was suspected that these observations are attributed to a lead fracture. The patient was then hospitalized resulting in the device programmed off until further intervention is decided. This device does remain implanted at this time. No adverse patient effects were reported.